Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The patient mentioned that the drug "starts with an l," but it's the same as baclofen, but is liquid. They did not know dose/concentration. The reason for use was intractable spasticity. It was reported that the pump was alarming or beeping. For the past two weeks, she has been hearing an alarm. 2 weeks ago she began to hear a single tone alarm, and as of a week ago, she has been hearing a two-tone alarm. She no longer has a healthcare professional (hcp) to maintain the pump and has called everywhere including hospitals, but has not found an hcp who deals with pumps. The sounds were consistent with pump alarms. The patient asked if "extreme sleepiness, inability to stay awake, and fatigue" could be caused by not receiving medication, stating "it's horrible." There were no further complications reported/anticipated. Additional information was received from the hcp on 2019-aug-27. It was reported that the cause of the alarm was due to the patient deciding to discontinue the use of intrathecal baclofen. Actions to resolve the issue consisted of the patient being referred back to the neurosurgeon for pump removal. There were no further complications reported/anticipated.